Event description:
The patient reported that the implantable neurostimulator (ins) stopped working. The patient was unable to recharge the ins and the recharger was not working. The patient turned stimulation off tuesday night and on wednesday they could not turn it back on. The recharger had reposition antenna and the programmer had poor communication. The patient was unable to communicate with the ins with the recharger or programmer. The last recharging session was about 2 weeks ago. No patient symptoms were reported and the ins was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.